Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable causes based on reasonably known information based on device evaluation was due to stress, degradation, component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the choledocho videoscope distal end c-cover slightly chipped. There was no patient involvement.